Manufacturer narrative:
Due to character limitation e.1. (Initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had internal communication error. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed error 115 in logs. Touchscreen becomes unresponsive after warming up. Fse replaced executive processor board. All functional and safety checks completed to meet factory specifications.